Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.

Manufacturer narrative:
Correction:(manufacturer name, first name, last name, street1, city, region, postal code), (phone#, fax#). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary it was reported that one bravo ph capsule failed to attach to the patient esophagus. One bravo ph capsule delivery device and one capsule were received for investigation. The capsule was attached to the delivery device. Visual inspection did not reveal any damage. The plunger of the delivery device was found to be rotated more than 1/8 of a turn. The IFU for this device states, do not rotate or otherwise force the plunger beyond the white line on the barrel (1/8 of a turn). Rotating or forcing the plunger beyond this may result in possible damage to the delivery device. This may also interfere with the detachment of the capsule from the delivery device and cause possible injury to the patient. This issue was found to be a user error. Corrected information: (evaluation code - method, evaluation code-result, evaluation code-conclusion).if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.